Manufacturer narrative:
Additional information: a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a patient was injected with 1.5ml of juvéderm® volift¿ with lidocaine, and juvéderm® volift¿ retouch in the cheeks, and "small amount to top lip lines". 2 weeks later, patient noticed some swelling and redness, 4 days after that, patient was prescribed clarithromycin 500 mg bd/14 days. 4 days later, patient "developed left cheek abscess". Patient was referred to a different clinic for "incision and drainage". Cellulitis was also observed before abscess formation. One month after onset, hcp observed patient "continues to have lumps and discharge into oral cavity", hcp "restarted" clarithromycin treatment. Symptoms ongoing.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "abscess", "cellulitis", "swelling", "redness", discharge, and "lumps" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported a patient was injected with 1.5ml of juvéderm® volift¿ with lidocaine, and juvéderm® volift¿ retouch in the cheeks, and "small amount to top lip lines". 2 weeks later, patient noticed some swelling and redness, 4 days after that, patient was prescribed clarithromycin 500 mg bd/14 days. 4 days later, patient "developed left cheek abscess". Patient was referred to a different clinic for "incision and drainage". Cellulitis was also observed before abscess formation. One month after onset, hcp observed patient "continues to have lumps and discharge into oral cavity", hcp "restarted" clarithromycin treatment. Symptoms ongoing.